Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a error code e224 on the screen due to a faulty cable, but image was present on the screen. Additionally, a peeled packing cab was uncovered, a rear cover label was faded and a cracked rear cover holder. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use for a laparoscopic procedure, no image on the 4k autoclavable camera head. There was no delay in case and nothing was found broken. The procedure used a similar device to complete. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was unable to be duplicated. Additionally, it¿s likely that the e224 error was due to a faulty cable. The root cause of the loss of image and e224 error were unable to be identified. Olympus will continue to monitor field performance for this device.